Event description:
It was reported that during an unspecified treatment procedure, cutting balloon blades were lifted. The target lesion was located in an arteriovenous fistula. A 2cmx7.0mm peripheral cutting balloon was inflated to rated burst pressure. When the balloon was withdrawn from the sheath, it was noticed that the arthrotomes were protruding from the balloon surface. The patient remained stable and no complications were reported.

Event description:
It was reported that during an unspecified treatment procedure, cutting balloon blades were lifted. The target lesion was located in an arteriovenous fistula. A 2cmx7.0mm peripheral cutting balloon was inflated to rated burst pressure. When the balloon was withdrawn from the sheath, it was noticed that the arthrotomies were protruding from the balloon surface. The patient remained stable and no complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device confirmed 1 of 4 blades was partially lifted from the balloon. The pad was intact. The additional 3 blades were present and fully bonded to the balloon. The device was attached to an encore inflation unit. Positive pressure was applied when a leak was noted. A further examination confirmed a pinhole in the mid balloon body adjacent to the lifted blade. No kinks or damage were noted along the shaft of the device. A microscopic examination of the tip found no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).